Event description:
It was reported that the metal collar gets hot, making the item turn black and believe it may have burned tissue.

Manufacturer narrative:
Additional information will be provided once investigation is completed.